Event description:
Information received by medtronic indicated that the insulin pump was over delivering of insulin. Customer blood glucose was 5.4 mmol/l at time of incident. No treatment was given to the customer for low blood glucose. Customer alleged that the insulin pump was over delivering due to showing low blood glucose. No harm requiring medical intervention was reported. The reservoir will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.